Manufacturer narrative:
Concomitant medical products: d314trg ICD, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was pacing below the lower rate and the right ventricular (rv) lead had t-wave oversensing (twos). The device was reprogrammed. The device and rv lead remain in use. No patient complications have been reported as a result of this event. &#842;

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.